Manufacturer narrative:
H3 device evaluation summary update: medtronic conducted an investigation based upon all information received. It was reported that when this pb560 ventilator was powered on and was ventilating with the test bag, the display suddenly disappeared and a constant alarm was generated and ventilation stopped. It was additionally reported that after that, the alternating current (ac) was connected, the ac power indicator was found to be illuminated and the power switch was turned on/off and nothing was started up. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. So, sp replaced the main central processing unit (cpu) printed circuit board (pcb) and power management (power supply board) pcb because a startup defect was confirmed. The ventilator passed all testing per manufacturer specifications and was in working order. One cpu pcb was received for failure analysis. It was observed that connector j19 was damaged. The power switch was turned ¿on¿. The ac power led went ¿off¿ and the ventilator failed to power up, verifying the customer reported failure. The fault was isolated to a short circuit between the 24 volt line and ground. Analysis found the returned main pcba faulty. One power supply board was received for failure analysis. On power up, the ventilator generated a medium priority audio and visual alarm. The following error message was displayed on the display screen: "'cooling fan. Restart / srvc". Analysis found the returned power supply pcba faulty. The cause of the event was isolated to a fault in cpu pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter was not provided due to the (B)(6) privacy regulation. There is no 510k associated to this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted by FDA on (B)(6) 2020. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that when this pb560 ventilator was powered on and was ventilating with the test bag, the display suddenly disappeared and a constant alarm was generated and ventilation stopped. It was additionally reported that after that, the alternating current (ac) was connected, the ac power indicator was found to be illuminated and the power switch was turned on/off and nothing was started up. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp replaced the central processing unit (cpu) printed circuit board (pcb) and power management. The ventilator passed all testing per manufacturer specifications and was in working order. The cpu card was returned to medtronic for further analysis. A visual inspection was carried out and it was observed that connector j19 was damaged. This damage had also caused both track and pad damage to the cpu card which were beyond repair. The cpu card was attached o the failure investigation test ventilator for analysis. The ventilator was connected to ac power. The ac power led illuminated. The power switch was turned ¿on¿. The ac power led went ¿off¿ and the ventilator failed to power up, verifying the customer reported failure. The fault was isolated to a short circuit between the 24 volt line and ground. The component root cause of the failure was not identified. It is unknown how this short circuit failure occurred. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.

Event description:
It was reported that when this pb560 ventilator was powered on and was ventilating with the test bag, the display suddenly disappeared and a constant alarm was generated and ventilation stopped. It was additionally reported that after that, the alternating current (ac) was connected. The ac power indicator was found to be illuminated and the power switch was turned on/off and nothing started up. The ventilator was not in use on a patient at the time of the reported event.